Event description:
Information received via complaint form indicates as follows: "small lesions under mass."

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. No add'l patient/event details have been provided to date. A return sample for evaluation is not expected. Should add'l info become available, a f/u report will be submitted. The product lot number was recorded as cno (could not obtain) indicating no lot number was available. As no complaint sample was rec'd. Am assignable cause could not be determined. No evidence was found that product failed to meet all of the requirements and specifications at the time of manufacture. There are no add'l complaints reported for this specific icc code. A review of the complaint listing for the previous 12 months for this product icc codes indicates that this was the only complaint registered for this icc code, date and complaint issue. An evaluation has been conducted and no further work is required as per convatec global handling complaint procedure. (B)(4).